Event description:
The reporter states that he obtained the blood glucose comparison of 34 mg/dl and 164 mg/dl on the accu-chek compact meter. The results were obtained within a 10 minutes timeframe. No reported actions taken. No adverse event reported. New system sent and return requested.